Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Concomitant medical products and therapy dates: clinical chemistry carbon dioxide, ln: 03l80-31, lot: 44296uq07.

Event description:
The customer reports the following: an initial architect potassium assay result of 9.89 mmol/l generated on an architect c8000 analyzer on sample (B)(6), a male patient. The result did not fit the patient's clinical history or other lab results and was repeated. The plasma sample retested at 3.75 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported. An initial plasma patient sample generating a clin chem co2 assay result of 39.77 mmol/l on an architect c8000 analyzer on sample (B)(6). The result did not fit the patient's clinical history or other lab results and was repeated. The sample retested at 26.21 mmol/l. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
No returns were available from the customer site. An abbott field service engineer at the customer site performed the following: replaced the cuvette wash pump bellows and poppet valves, water line seals, all four wash solution valves, cuvette dryer tip, and the r2 reagent probe; cleaned cuvette wash nozzle number 1 and all wash cups; and adjusted wash cup flow rates. A carryover test was performed after troubleshooting was complete and subsequent instrument operations and assay performance was acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.